Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and after completion of the procedure the catheter was removed from the patient. The medical team then discovered char improper irrigation at the tip of the catheter. The procedure had already been completed. However, the medical team confirmed that the amount of char was not deemed excessive per physician's opinion. The correct catheter, generator, and pump settings had been selected during the procedure. No issues with contact force had been noted either, as the force never exceeded 40g. The act (activated clotting time) was "at proper level and maintained". The char was determined to be a result of the irrigation issue, as the "tip of catheter jet not releasing fluid, led to build up of char". No patient consequences were reported.

Manufacturer narrative:
On 22-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and after completion of the procedure the catheter was removed from the patient. The medical team then discovered char improper irrigation at the tip of the catheter. The procedure had already been completed. However, the medical team confirmed that the amount of char was not deemed excessive per physician's opinion. The correct catheter, generator, and pump settings had been selected during the procedure. No issues with contact force had been noted either, as the force never exceeded 40g. The act (activated clotting time) was "at proper level and maintained". The char was determined to be a result of the irrigation issue, as the "tip of catheter jet not releasing fluid, led to build up of char". Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. According to pictures provided by the customer; a small layer of char residues was observed attached to the first ring; however, during the visual analysis in the lab, no char residues was identified. Then a microscopic examination was performed and the irrigation holes were clean, no foreign material were identified. A temperature and impedance test was performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31361199l and no internal actions related to the complaint were found during the review. The char residues issue reported by the customer was confirmed based on the picture provided by the customer. The loss of char could be related to the decontamination process, or while the customer try to flushing the catheter during the procedure, however, this cannot be conclusively determined. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf (radio frequency) application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient's body. An escalation investigation was addressed to investigate the event reported by the customer. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).